Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to diabetic ketoacidosis with a blood glucose level was 469 mg/dl. The customer¿s reported blood glucose level was over 600 mg/dl. The customer reported that they were treated with insulin drip at the hospital. The customer reported that they did not experience any symptom due to high blood glucose level. The device will not be returned for analysis.